Manufacturer narrative:
(B)(4). Per the prostar xl instructions for use, the safety and effectiveness of the prostar xl device have not been established in patients with femoral artery calcium which is fluoroscopically visible. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the needles was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy the needles incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement using a prostar xl device was attempted in the mildly calcified right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, the needles failed to deploy. A second prostar xl device was successfully placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the pre-close technique. No additional information was provided.